Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the present date. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The database showed quality notification was opened for the device without correlation to the reported complaint. The customer stated that there was no patient involvement. This file was closed because the device was not received within 55 days of opening the file.

Event description:
(B)(4).